Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, development of blood clots and clotting and proximately his death after a clot had traveled through his body causing a stroke, approximately fifty-two months post filter implantation. This was a condition the trap ease filter was expected to prevent. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the patient¿s wife has suffered and will continue the wrongful and premature death of her beloved husband. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots do not represent a device malfunction. Ivc filters are used in the prevention of blood clots travelling up from the lower extremities preventing pulmonary embolisms. However, clots are able to happen in arms, lungs, brain, etc. Without medical records available for review, the clinical cause and site of formation of the clot leading to the stroke is unknown at the present time. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, development of blood clots and clotting and proximately his death after a clot had traveled through his body causing a stroke, approximately fifty-two months post filter implantation. This was a condition the trap ease filter was expected to prevent. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the patient¿s wife has suffered and will continue the wrongful and premature death of her beloved husband. The surviving spouse of the patient and at all times relevant to this action brings this case in his individual capacity and as successor in interest of the patient. The patient¿s spouse acts as and is the proposed administrator of decedent's estate.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event description), (relevant medical history), (concomitant medical products), wire; needle; dilator; sheath, (date received by the manufacturer), (evaluation codes), the implant date was confirmed to be accurate. Complaint conclusion: it was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, development of blood clots and clotting and proximately death after a clot had traveled causing a stroke, approximately fifty-two months post filter implantation. It was also reported that the patient experienced crippling anxiety and depression due to long hospital stays and continued blood clotting. According to the medical records the indication for the filter implant was deep vein thrombosis and pulmonary embolism. The filter was placed via the left common femoral vein and deployed below the level of the renal veins between l1 and l2. The patient reportedly tolerated the procedure well without any problem and was transferred to the intensive care unit for further management. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting do not indicate a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The information provided indicated that the patient expired following an embolic event and resulting stroke. The timing of the stroke and when the patient died has not been provided. According to the centers for disease control deep vein thrombosis does not cause a heart attack or a stroke, but a blood clot in an artery can lead to heart attack or stroke. As the patient¿s medical history, actual cause of death and/or a death certificate has not been provided it is not possible to draw a clinical conclusion about the death or the cause of the stroke. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. A device malfunction has not been reported at this time. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, development of blood clots and clotting and proximately his death after a clot had traveled through his body causing a stroke, approximately fifty-two months post filter implantation. This was a condition the trap ease filter was expected to prevent. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. The following additional information was received per the patient¿s implant records: at the time of implant, the patient¿s preoperative diagnosis was deep vein thrombosis and pulmonary embolism. The filter was implanted below the level of the renal vein between l1 and l2. The patient tolerated the procedure well without any problem. According to the information received in the patient profile form (ppf), the patient also reports suffering from crippling anxiety and depression due to long hospital stays and continued blood clotting.